Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ winged shielded IV catheters 24ga 0.75in (0.7 x 19 mm) had a catheter adapter that did not connect to the mating component. The following information was provided by the initial reporter: it was reported that an extra piece on the tubing does not allow the tubing to screw on correctly. Per phone call: when (B)(6) inserts catheter and hits the needle retractor they try to screw on the tubing but when they try it does not screw on because an extra piece on the tubing does not allow it to screw on. (B)(6) thinks there is a flaw in the way it is cut that is causing this problem. Cx has to continue to re-stick the patient and it causes a mess. (B)(6) says this has happened 4 to 5 times with the same lot. (B)(6) is off monday and tuesday.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ winged shielded IV catheters 24ga 0.75in (0.7 x 19 mm) had a catheter adapter that did not connect to the mating component. The following information was provided by the initial reporter: "it was reported that an extra piece on the tubing does not allow the tubing to screw on correctly. Per phone call: when cx inserts catheter and hits the needle retractor they try to screw on the tubing but when they try it does not screw on because an extra piece on the tubing does not allow it to screw on. Cx thinks there is a flaw in the way it is cut that is causing this problem. Cx has to continue to re-stick the patient and it causes a mess. Cx says this has happened 4 to 5 times with the same lot.cx is off monday and tuesday."